Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into abdomen on (B)(6) 2018. The patient stated they went to the doctor to have an x-ray performed to check for the sensor wire. The x-ray images confirmed that there was no sensor wire in the patient¿s body; however, at the time of contact, the patient stated they found the sensor wire on the sensor. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a missing sensor wire was reported.